Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app). A surgical procedure was performed in which the existing device was removed and replaced. Upon explant, the cause for the inflation issues could not be determined as no air or holes were observed and the pump of the explanted device did not remain flat after being pressed. There were no patient complications related to the event.